Event description:
A healthcare professional reported that during a phakic intraocular lens (iol) implant procedure, the surgeon noticed that the optic was torn and deformed after the iol had been implanted into the eye. The lens was cut and explanted during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).